Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A customer contacted baxter technical service center to report a system error 2240 (air) during dwell 1 of 4 on the homechoice (hc). The homepatient (hp) stated unused line clamps were opened. The technical service representative (tsr) explained the set up and alarm to the homepatient (hp) and had them restart with new supplies. Follow up with the nurse revealed that she was not aware of the incident. The nurse stated that the patient was doing well with peritoneal dialysis treatments. The nurse confirmed there was no patient injury or medical intervention associated with this report.

Event description:
It was reported that during an unknown procedure, the jaws were sticking and not forming the clips correctly. They were able to complete the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). Empty / orange indicator overtraveled. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. The orange indicator was overtraveled. No testing could be performed to evaluate the incident reported due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.